Event description:
The device was used during a laparoscopic fundoplication. Reportedly, a plastic piece of the device broke and fell into the pt. The piece was retrieved. Another device was used to finish the procedure.